Manufacturer narrative:
The customer returned, the contour meter with serial#: (B)(6) for evaluation. Which is different from the one implicated to be involved in the event occurrence i.e. Serial#: (B)(6). No test strips were returned. Therefore, the returned meter was tested with the in-house contour test strips, using a blood sample. Which gave a satisfactory performance. The blood glucose readings obtained, during in-house testing were properly stored in the meter's memory.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured, as the customer's weight was not provided.

Event description:
An advocate called to report that the customer's blood glucose readings between (B)(6) 2020 were not stored in the memory of the contour meter. There was no allegation of an adverse event alleged. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.